Manufacturer narrative:
Date of event: unknown. Initial reporter's phone: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe had smeared scale markings. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
One picture and one sample have been received for investigation. On visual inspection of the picture and sample received it can be observed the scale of the syringe is missing. DHR of lot 1707263 has been reviewed not finding any annotation or deviation regarding the alleged defect. Final products were sampled and they were subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. This defect has been produced during pads change in marking machine. During this change, automatic rejection must be activated for the first pieces marked since they are not correctly marked until several seconds. By mistake this rejection was not correctly activated by operator and this piece was not detected.